Event description:
They are seeing low sodium results for pt samples. The incorrect results have not been used to guide pt therapy. The field service representative found the ise tubing and sample probe dryer were bad and repaired the instrument by replacing the tubing and the dryer.